Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient experienced adhesive issue and faced infusion set tape not sticking event during shower on (B)(6) 2026. No further information available